Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump is changing time and year by itself. The blood glucose was unk. The customer was unable to troubleshoot. Advised to have the nurse call in for the customer. No further info was reported.